Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button gets sticky and hard to press as well as chip near battery cap. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.